Manufacturer narrative:
The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The pump was received with corroded battery tube. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump did not alarm for a no delivery. The customer states their blood glucose levels had been as high as 400mg/dl. Troubleshoot was conducted and the device failed high pressure testing. The customer was advised the pump would be replaced and returned for analysis.